Manufacturer narrative:
Plant investigation: the blood pump rotor was returned to the manufacturer for physical evaluation. The blood pump module was received with no external damage. The blood pump rotor has one of the rear sleeve loose (the sleeve is not deformed). The defective sleeve can be easily removed from the guide pin and there are signs of debris on the pin. There is an ¿unknown substance¿ on the defective sleeve. The returned rotor was installed onto the blood pump module of a test machine for testing. A patient test was performed with fresenius¿s combiset bloodline and water in dialysis (blood pump rate set at 450 ml/min) for 2 hours. A loud ¿thumping¿ noise can be heard coming from the rotor. The noise was from the defective rear sleeve dislodging from the pin and rubbing against the rotor housing. An ¿air detector alarm¿ occurred during the test. Pockets of air were observed in the bloodline and a fluid leak occurred in the rotor housing. The patient test was cancelled to inspect the bloodline. The bloodline was found to be damaged (cut). The damage was caused by a mechanical failure on the defective rear sleeve. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event was confirmed.

Event description:
A fresenius service technician (fst) reported that the rotor on the blood pump of a 2008t machine caused a slice through the combi set bloodlines during a patient¿s hemodialysis (hd) treatment and a blood leak to occur. The blood pump rotor was also reported to be noisy. A user facility registered nurse (rn) confirmed the reported event during follow-up. The rn stated that the event occurred after the initiation of the patient¿s treatment and the machine did provide arterial pressure alarms to alert the staff to the issue. The rn stated that the issue was discovered when it was visually observed by the medical staff. There was no defect or damage noted to the bloodlines prior to the occurrence of this issue. The rn stated that the bloodlines appeared to have been sliced by the machine. The patient¿s estimated blood loss (ebl) was approximately 200 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and completed treatment successfully with new supplies. The blood pump rotor was replaced to resolve the reported issue. The machine has been returned to service without reoccurrence of the reported issue. The complaint device is not available for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A fresenius service technician (fst) reported that the rotor on the blood pump of a 2008t machine caused a slice through the combi set bloodlines during a patient¿s hemodialysis (hd) treatment and a blood leak to occur. The blood pump rotor was also reported to be noisy. A user facility registered nurse (rn) confirmed the reported event during follow-up. The rn stated that the event occurred after the initiation of the patient¿s treatment and the machine did provide arterial pressure alarms to alert the staff to the issue. The rn stated that the issue was discovered when it was visually observed by the medical staff. There was no defect or damage noted to the bloodlines prior to the occurrence of this issue. The rn stated that the bloodlines appeared to have been sliced by the machine. The patient¿s estimated blood loss (ebl) was approximately 200 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and completed treatment successfully with new supplies. The blood pump rotor was replaced to resolve the reported issue. The machine has been returned to service without reoccurrence of the reported issue. The complaint device is not available for physical evaluation by the manufacturer.